Event description:
Chemical burn from application of mastisol. Reason for use: applied to steri strips to help with adhesive properties. Event abated after use: stopped or dose reduced: yes. Is the product compounded: no. Is the product over-the-counter: no.